Event description:
Patient presented to physician office c/o difficulty eating solid foods. Patient had a complete unfill of the band and an upper gi showed normal band placement. Two months prior to this visit, CT abdomen showed gastric band with interval development of mild hiatal hernia/slippage. Patient complains of persistent dilation when band is filled. Laparoscopic revision of adjustable gastric band, conversion to lap gastric bypass. Gastric band had been in place x9 years.